Event description:
It was reported that there was data missing on cardiac compass report and quick look report following interrogation. A second interrogation was performed. No power on reset (por) was observed, and save to disk was not performed. The question is whether or not the missing data is related to the patient having a fidelis lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.